Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2014, w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation two weeks after implant. The left ventricular (lv) lead was reprogrammed and the patient reported no longer feeling the stimulation. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.